Manufacturer narrative:
Analysis found the unit alarmed compromised force sensor system due to a missing drive support disk. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor system alarm. Her blood glucose was 219 mg/dl at the time of incident. She stated the insulin pump was not dropped or bumped. She stated that the drive support cap was recessed. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.